Manufacturer narrative:
(B)(4). Concomitant medical devices - regen/rnglc+ multi 54mm sz 23, # item: pt-106054, lot: 641640; freedom constrain liner, # item: 11-107022, lot: 436220; ti low profile screw, # item: 103534, lot: 925870; ti low profile screw, # item: 103534, lot: 61190; taperloc micro lat femoral, # item: 15-103207, lot: 413780; ti low profile screw, # item: 103531, lot: 171810. Reported event was confirmed by review of medical records. Xrays demonstrate protrusion, loosening, and migration of the acetabular component. Large effusion noted with disruption of posterior external rotator repair. Femoral component not loose but removed due to leg length inequality. Unable to remove component, so trochanteric osteotomy was performed. Cables used to stabilize osteotomy. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip revision due to pain, dislocation, loosening and migration of acetabular component five months post implantation. During surgery, large effusion noted with disruption of posterior external rotator repair femoral component not loose but removed due to leg length inequality. Unable to remove component, so trochanteric osteotomy was performed cables used to stabilize osteotomy.